Event description:
It was reported the customer had a backlight anomaly. Customer stated their backlight was no longer functional. The customer's blood glucose was unknown. No additional information provided.

Manufacturer narrative:
Pump received with no back light due to faulty panel on lcd board. Unit had cracked case at display window corner, minor scratches on lcd window, cracked battery tube threads and cracked reservoir tub lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.